Event description:
My one touch vario flex meter reported a blood glucose of 36. I went to the ER in (B)(6). They examined me and reported fasting bc of 95/94. Two tests. The doctor indicated that the one touch device may be defective. The emergency room test was performed twice at 95 and 94 within 30 minutes of the one touch vario test of 38.